Manufacturer narrative:
The zoll catheter was returned to zoll on 07/06/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. An icy catheter was inserted into the right femoral vein on (B)(6) 2017. On the evening of (B)(6)2017 the nurse raised concern that they have replaced the saline bag three times (3 x 1000 ml) throughout the day. The catheter was replaced with a cool line catheter and therapy was resumed. Upon removal, the customer confirmed leak in the icy catheter. No patient consequences were reported.

Manufacturer narrative:
The customer reported complaint was confirmed during functional testing. A pinhole leak was noted at the middle of the medial balloon. The integrity of the catheter balloons are 100 % verified by subjecting them to pressure test during manufacturing. However, the balloon burst may be due to a latent material defect. A visual inspection of the returned catheter was performed and no abnormalities with the catheter was seen. All infusion ports flushed successfully. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a pinhole leak was noted at the middle of the medial balloon. Historical complaints were reviewed and two previous complaints were reported for icy catheter (lot # 64907) for a catheter leak. They are ccr 24772 reported on (B)(6) 2016 and ccr 30234 reported on (B)(6) 2017. In both ccr's reported complaints were not confirmed.